Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 4, osseointegration had not yet been obtained in type ii bone. Clinician noted bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 4, osseointegration had not yet been obtained in type ii bone. Clinician noted bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number reported is not from the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 4, osseointegration had not yet been obtained in type ii bone. Clinician noted bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).